Event description:
It was reported that the bladder of an infusor sv2 burst. The device was being filled with chemotherapy solution using a luer lock syringe when this occurred. When the bladder burst the chemotherapy solution remained inside the housing; therefore, there were no consequences to the operator. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Therefore, no device analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.